Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 5 months. The pump was returned assembled with the driveline cut approximately 1 inch, 7 inches, and 16 inches from the pump housing, and the distal portion of the driveline was not returned. The inflow conduit flex section was severed medially; the inlet elbow and distal half of the flex section were returned attached to the pump¿s inlet port. The inlet tube and proximal half of the inflow conduit flex section were not returned. The sealed outflow graft and outflow elbow were returned attached to the pump¿s outlet port. The bend relief was returned detached from the outflow graft. The bend relief collar was detached from the sealed outflow graft assembly. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed a large, red, partially denatured deposition between the outlet bearing and the stator blades. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation and the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient underwent a routine heart transplant. On (B)(6) 2018, during the visual examination of the investigation of the pump¿s blood-contacting surfaces, when the pump was disassembled a large, red, partially denatured deposition between the outlet bearing and the stator blades was found.